Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater leak test was performed and a pin sized hole was identified on the bag. The reported condition was verified. The cause of the hole was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pinhole in a 3l empty bag. The reporter indicated that the hole was located near where the expiration date was printed. This was noted before patient use. There was no patient involvement. No additional information is available.